Event description:
Boston scientific received information that after this right ventricular (rv) lead was implanted the patient complained of severe chest pain. The implant procedure was stopped and the patient was transferred to the cardiac care unit. The patient developed a pneumothorax as a result of the subclavian puncture. Two weeks later the implantation procedure resumed. After opening the device pocket body fluids were noted in the lead. Insulation damage was suspected and the lead was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection confirmed cuts in the lead¿s insulation down to the conductor 81 mm from the terminal pin. There were also cuts found in the lead tip insulation. The lead was then subjected to resistance tests to assess the lead¿s electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing confirmed the clinical observations as two areas of the lead had cuts in the insulation.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--